Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the unit had some battery issues and the unit got hot. The patient was hospitalized because the unit started overheating and the unit was not turning on at all. The inogen team attempted to contact patient for further information three times with no response.